Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture; capsular contracture, baker grade IV. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Photo device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical impact opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.